Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., b.6., d.6b., d.9., g.2., h.3., h.6. Device evaluation: analysis of the returned device identified to be underweight, a broken shell and red particles in the gel. A visual and microscopic analysis was performed which identified a striated broken on the anterior and a creases fold. Base on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.